Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2023, it was reported that the patient's infusion set's tubing detached at the tubing connector. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and was unsure whether the pump was dropped with the set connected to patient's body. No further information available.